Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently the patient was placed under general anaesthesia on (B)(6) 2017, to excise skin and replace abutment. The implanted device remains.